Manufacturer narrative:
A product investigation was performed for this device. The actual device was evaluated. The surgeon reported difficulty with nail insertion resulting in bending the nail. The implant surgery was completed with no further issues. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities. Surgeon was asked to explain the case to dr. (B)(6) which he did via email dated 02/02/16.

Event description:
We became aware on (B)(6) 2016, it was reported that during a sign im nail implant surgery to repair a fracture of the left tibia that the nail being implanted was bent during the surgery causing difficulty in positioning of the implant.